Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. "Per customer, no patient information will be provided".

Event description:
It was reported that the pump was getting channel error code 240.4150. The pressure sensors was replaced and the pump was tested which now works. The flow and pressure rates were also checked. No further information was provided.